Manufacturer narrative:
Implant region 24 fractured. Construction was a removable denture placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Product analysis is not possible. Implant is in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.